Manufacturer narrative:
Insulin pump received with cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube, and cracked reservoir tube window. Insulin pump also had black shadow on the display due to warped/uneven printed circuit board on the lcd board.

Event description:
It was reported that the customer's insulin pump was cracked and was missing a piece around the reservoir compartment. Her blood glucose level was 111 mg/dl. She was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.